Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient notifier was delivered for out of range impedance. Since implant, a drop in r-waves and intermittent capture were observed. Loose connection issue was resolved by resetting the setscrews.